Manufacturer narrative:
Results: no nurse call functions on siderail control panels. Conclusions: malfunction detected during preventive maintenance.

Event description:
It was reported by service report that the siderail nurse call did not work. It is unk if there was pt involvement or if there are adverse consequences to report.